Manufacturer narrative:
The acp was installed, programmed, and tested on the pca is4000 golden system and run 12x power cycles with no issue on startup and no errors or failures were triggered. This acp remains on the system overnight idling in normal mode with no issue. Test the helm functionality, psc boom height to the highest and lowest on several cycles with no error triggered. In addition to the test, this unit went through in process correction verification and passed all the tests.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform (acp). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report recoverable fault that could not be recovered. Tse had tried hard power cycling the system and the error returned. The site was unable to dock the system in its current position. Site was not sure how they were going to proceed as the patient was in the room but the surgeon was not available to discuss options. The procedure outcome was unknown.

Manufacturer narrative:
The probable root cause is attributed to the axes controller platform (acp) on the patient side cart (psc).

Event description:
Refer to h11 for follow-up information.